Manufacturer narrative:
No similar complaints were reported for units within the same lot. Product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken, bent, and hair on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -15.00 diopter, in the patient's left eye (os) and the lens tore/broke during injection/delivery. The lens was removed with no apparent patient injury. The lens was exchanged for another icl lens during the same procedure and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.